Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor questions and low blood glucose. The customer's blood glucose was 48mg/dl at the time of incident. Customer stated the lady that set up her sensor told her the sensor would alert her when she was at 80mg/dl. Customer stated her blood glucose was 48mg/dl and the sensor did not alert her and her blood glucose was going down. Explained to customer her sensor alerts her sensor glucose value not her blood glucose value. Customer stated was overwhelmed and she would need to call back. Customer could not verify sensor values. Trouble shooting was declined for low blood glucose and call was disconnected. The insulin pump will not be returned for analysis.